Event description:
Right knee warm to the touch [joint warmth]. Redness in right knee [erythema]. Drainage in right knee [secretion discharge]. Swelling in right knee [joint swelling]. Could not walk [abasia]. Soft, gritty spot on muscle in back of right knee over nerve/nerve was "messed up" [neuropathy peripheral]. Felt like a "crepitation" in posterior space of right knee/something you can feel [joint crepitation]. Infection in right knee [arthritis infective]. Pain in right knee [arthralgia]. Degenerative changes to patellofemoral joint in right knee [arthropathy]. Case description: spontaneous report received on 16-sep-2008 from a (B) (6) male patient, (B) (6), who had a relevant medical history of knee pain and surgery to clean out the right knee. After the patient received the surgery to "clean out the knee", he received his first synvisc injection in the right knee on (B) (6)-2008. He received his second synvisc injection in the right knee a week later (exact date not reported). Two days after the second injection, the patient experienced swelling and pain in his right knee and could not walk. He also had a soft, gritty spot on the muscle in the back of his right knee over the nerve. The patient stated that the nerve was "messed up". He also experienced an infection in his right knee around the same time as he received the second synvisc injection. According to the patient, the infection was confirmed by testing. He was prescribed antibiotics, after which the infection resolved about 2 weeks prior to the report. He did receive his third synvisc injection in the right knee, a week after his second injection (exact date not reported). The patient had also been receiving physical therapy for his right knee for the 6 weeks prior to the report with no improvement. As of the date of receipt of this report, the overall patient outcome was unknown. Additional information was received from the patient's treating physician on 18-sep-2008. The patient had suffered both right and left knee problems since (B) (6)-2007. He underwent several surgeries in the right knee on (B) (6)-2008, including: diagnostic arthroscopy, synovectomy, osteophyte removal, removal of loose bodies, patelloplasty, femoral chondroplasty, partial meniscectomy and medial, and microfracture of grade 4 lesions. After all of those surgeries took place on (B) (6)-2008, the patient was given his first synvisc injection in the right knee. The patient received his second synvisc injection in the right knee on (B) (6)-2008. On (B) (6)-2008, the sutures from the surgeries were removed and the portal sites were clean and healing. The right knee was warm to the touch and there was redness, so the patient was put on a medrol dosepak, as the physician thought that the redness could have been due to a reaction to synvisc, but was not sure since it could have also been due to the surgeries that the patient underwent. On (B) (6)-2008, the patient was started on duracef antibiotic for a right knee infection, but was not hospitalized. On (B) (6)-2008, he had an MRI, which was "unhelpful", although it did show that the patient had degenerative changes in the patellofemoral joint in the right knee. It had not yet been determined if the patient had nerve problems in his right knee, however, the posterior space felt like there was a "crepitation" or some sort of "mass" in the popliteal fossa - not exactly a "mass", but something that could be felt. The patient had been having increasing problems with his right knee, which could have been due to "drainage". He had also been undergoing physical therapy, which had been going well. The reported relationship between the knee redness and synvisc was possible. As of the date of receipt of this report, the overall patient outcome was unknown. No further information was provided. Additional information was received on 23-sep-2008, from an hcp, from the treating physician's office. It was unknown if the infection was intra-articular or cutaneous, but there was drainage. However, the duracef did help the infection and the hcp thought that the patient had recovered from the infection. He also specified that it was probably not a reaction to synvisc. The synvisc lot# could not be provided. The routes of administration for the duracef and medrol dosepak were both oral. No further information was provided.